Event description:
Caller states the pt tested 1.9 inr on the coaguchek s system, and 2.6 inr on the coaguchek xs system. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system. Reference medwatch report is for the suspect device used in the coagucheck xs system.